Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: one (1) driveline extension cable was not returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Per the manufacturing documentation, the expiration date for the driveline extension cables is 31/oct/2019. Visual evidence provided by the site revealed a packaging label with an incorrect expiration date. As a result, the reported event was confirmed. Based on the available information, the most likely root cause of the reported event can be attributed to improper labeling during packaging. If information is provided in the future, a supplemental report will be issued.

Event description:
The driveline extension cable was returned due to the expiration date on the packaging being two months prior than the actual expiration date. The driveline extension cable subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.